Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small began leaking blood from the hub close to the end of the procedure. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath - small and the procedure was completed without any further issues. There was no patient consequence reported. Additional information was received. No damage could be seen. No break was seen. The hemostatic valve did not dislodge inside or outside the hub. The brim cap did not detach from the sheath. Air did not enter the patient¿s body. No treatment required. Minimal volume of blood was lost. The device evaluation was completed on 07-dec-2022. The product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed and values were observed within specifications. No issues were observed. A device history record was performed and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve leak issue occurred. Procedures: pvi & atypical flutter. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small began leaking blood from the hub close to the end of the procedure. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath - small and the procedure was completed without any further issues. There was no patient consequence reported. Additional information was received. It was reported that no damage could be seen. No break was seen. The hemostatic valve did not dislodge inside or outside the hub. The brim cap did not detach from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. No patient consequences. No treatment required. Minimal volume of blood was lost. The issue was assessed as MDR reportable for a hemostatic valve leak issue.